Manufacturer narrative:
The device was returned to olympus for inspection. The reported event was confirmed. Based on the results of the investigation, it is likely the following led to the lines on the image: faulty charge coupled device (ccd). However, the faulty ccd was not an MDR reportable failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The autoclavable camera head was returned to the service center with reported broken camera head, during set-up. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, there were lines on the image that were found. The most probable cause was due to faulty charge coupled device (ccd). There was no patient involvement.